Event description:
A consumer reported she experienced an eye infection following the use of this product. She stated she was on vacation and her eyes became swollen. She reported she went to the doctor who diagnosed her with an infection in both eyes. She reported when the doctor poured out the solution she saw white small pebbles come out of the bottle. She stated her doctor treated her with an unspecified cream and solution for her eyes. She noted her eyes are still a little red and swollen but she can see much better. Additional info has been requested.

Manufacturer narrative:
Eval summary: the complaint device associated with this report was not received for eval. It is unk if the product was used according to labeled indications. Batch records were reviewed for lot 174374f and no deviations were identified. Chemistry and microbial results, environmental, utility, bioburden, and sanitization records were also reviewed and found to be acceptable. Lot 174374f met all release criteria prior to product release. There are no similar reports for this lot. Additional info was requested via mail on 09/08/2010; and via phone on 09/16/2010 and 09/17/2010. At this time additional info has not been received. (B)(4).